Event description:
It was reported that a pump door will not fully latch closed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a door that will not alarm closed. It was determined that this was caused by a failed upper link switch. As a result, the upper aux assembly has been replaced.